Event description:
The event is reported as: the stapler was jammed and no staples came out. No pt injury reported.

Manufacturer narrative:
The results of the investigation and eval of sample are not available at the time of this report.